Event description:
It was reported that the patient received a transmission for back up vvi via merlin.net. Upon further investigation, it was noted that the backup vvi transmission was inappropriate. The device was not found in back up vvi. There were no adverse consequences to the patient.